Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: two hundred sample cups were returned for evaluation. No defects were found in the cups. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that mold was found on a 120 ml bd vacutainer® plastic urine collection cup. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016. The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 04/21/2016.